Event description:
It was reported to philips healthcare that after the heartstart mrx defibrillator fell off a stretcher, which the device was not properly placed on, and the device displayed a red x with a shock equipment failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.